Manufacturer narrative:
Added: other, (B)(4). Correction: no patient information provided as no patient was involved in this concern.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. A manufacturer representative went to the site to test the equipment. The system was performing as intended and the alleged issue could not be duplicated. The navigation system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device. It was reported that after a surgery, an indication of "door open" was noted. There was no patient present.

Manufacturer narrative:
Correction: a manufacturer representative went to the site to test the equipment. The system was performing as intended and the alleged issue could not be duplicated. The imaging system passed the system checkout and was found to be fully functional.